Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. In addition to the foreign object found in the nozzle, other evaluation findings are as follows. The play of the upward/downward knob was out of standard value due to wear of the angle wire; there was an abnormal sound made due to a damaged right/left knob; the adhesive on the bending section cover was chipped; the control unit was discolored; and there were scratches on the right/left knob, the bending section cover, the forceps elevator knob, the connecting tube, the scope connector cover unit, the suction connector, the grip, the scope cover, the switch box, switch#1, the forceps elevator lever, and the control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had reduced angulation. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.